Manufacturer narrative:
(B)(4). The investigation is pending.

Event description:
(B)(4). According to customer's info: "leakage from blue cap placed on the spike connector". (B)(4).

Manufacturer narrative:
The products were investigated in the laboratory of mcp with the following outcome: both spikes were tested for leakage with a pressure of 1 bar. During this pressure the caps of the blue vent ports were pushed up and water was leaking out of them. Beside of this it was determined that the vent ports self were easily removable from the spike by using a slight force. Based on this and the provided supplier statement the failure "leakage from blue cap placed on the spike connector" could be confirmed. The affected piece part is not manufactured by mcp. The most probable cause of the failure is according to the supplier storage at too high temperature which could soften the material and achieves the shape of the seat, so the elastic deformation is strongly reduced and consequently the retaining force decreases. Mcp's storage and sterilization conditions are automated and monitored, trucks were monitored with data loggers at the hottest season. Thus, according to the information given by the supplier, exact root cause could not be defined. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).